Event description:
It was reported that the stockert was involved in a burn on the patient's skin. The caller (hospital's biomed) did not have any clinical information available. The biomed stated that the patient received a small skin burn and that he had no other information regarding this incident.

Manufacturer narrative:
Follow up information obtained from the customer indicates that the procedure performed was an atrial tachycardia ablation. The valley lab indifferent electrode was placed on the patient's left lateral flank. The ablation parameters were not provided by the customer, however the customer stated that the ablation parameters were continuously monitored throughout the procedure, and there was no deviation from the routine parameters. The temperature did not exceed 60 degrees at any time during the procedure. The patient was treated with ointment for the skin burn and there were no further complications.